Event description:
Per the clinic, the patient experienced no speech perception with the device use, pain, dizziness, vertigo and nausea, subsequent to sustaining a head trauma. Open circuits were noted on 15 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
There are plans to explant the device due to open circuits were noted on 15 electrodes. Subsequently, the device was explanted (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.